Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unspecified inaccurate delivery issue with the pump. Troubleshooting could not be completed at the time of the complaint. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. No alarms related to the complaint were noted in the alarm history; only typical usage was observed. The basal and boluses added up appropriately to the total daily doses showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.